Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "blank screen" was reproduced at device power up as distorted unreadable display. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the display. The display required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had blank screen found during delivery in the surgery department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.